Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (4000mcg/ml at unknown dose) via an implantable pump. The indications for use were unknown. It was reported that there was a non-critical pump alarm after pump refill and update. The manufacturer representative (rep) stated that patient's pump started to alarm last week for low reservoir then pump was refilled and updated. The pump continued to alarm with a non-critical tone today. The manufacturer's technical services specialist (tss) reviewed steps to silence the current active alarm. Tss reviewed with caller that similar reports have been made with alarms after pumps reaching low reservoir with the 2.0 software. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the software version of the clinician programmer used at the time of the event was 2.0.1460. The serial number of the programmer was also reported.